Event description:
A (B)(6) male pt contacted zoll customer support to report constant check te pad messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) was confirmed. As rec'd, the trunk cable connector housing was broken. The connector locking nut was missing, which would prevent the electrode belt from properly securing into the monitor. In addition, the trunk cable connector pins (rear therapy electrode pins) were bent. The cause of the check te pad messages is the bent connector pins. The root cause of the missing locking nut and bent connector pins cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.